Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Result: deformation problem is based off the photo and actual sample returned, no failure detected is based off the retention samples. Conclusion: operational context caused or contributed to event is based off the photo and actual sample, no failure detected, device operated within specification is based off the retention samples. The actual device and a photo of the sample has been returned to the manufacturing facility. Based from the results of our investigation, the root cause of the problem could not be identified. The photo and sample provided verification that the sample had a protruding needle which punctured the protector. However, verification of retention samples has confirmed free from any similar defects. It was described on the complaint details that the user might have re-capped the protector in a slant angle resulting to protector puncture and needle stick. We have in-process inspection, conducted there was no protector puncture noted. Prior shipment, qc conducts outgoing inspection to assure lots are in good quality. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported when a nurse removed the needle from the blister package, sharp needle-tip was protruded through the protective cap. The nurse incurred a accidental needle puncture and was injured.